Event description:
The consumer alleged the head of the bed will raise on its own. No patient impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.